Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00424. All information from the original reports have been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the v60 displayed an error message: "defective alarm indicator." It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. Upon review of the record, the issue does not meet the reportability criteria and was reported in error.